Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis with blood glucose level was 800 mg/dl. Customer experienced symptoms such as nausea, vomiting and headache. It was unknown if the customer was using auto mode or not at the time of incident. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.